Event description:
It was reported that the patient underwent a revision surgery due to persistent pain. The surgeon decided to do a gutter debridement procedure, which required removal of the poly insert to obtain visually and get to the area. There was no problem with the poly or tar, just moved out of the way. It was an incidental removal required to proceed and a new poly insert was replaced. The tibia and talus implant remain from primary tar.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed.  Should additional information become available, it will be provided on a supplemental report. Device disposition unknown

Event description:
It was reported that the patient underwent a revision surgery due to persistent pain. The surgeon decided to do a gutter debridement procedure, which required removal of the poly insert to obtain visually and get to the area. There was no problem with the poly or tar, just moved out of the way. It was an incidental removal required to proceed and a new poly insert was replaced. The tibia and talus implant remain from primary tar.

Manufacturer narrative:
Correction - h6 (method, results & conclusion codes). The reported event could be confirmed, based on the information provided by clinical team. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation, the root cause was attributed to a user related issue, as communicated that the nature of this complaint is to only report a poly exchange for surgical visual access and no product complaint really. If any further information is provided, the complaint report will be updated.